Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer had not reported the symptoms and treatment. Customer¿s high blood glucose level was 411 mg/dl. Customer declined troubleshoot for high blood level. Customer also stated that they battery out limit alert and completed the troubleshooting guide. The product was not returned for analysis.